Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture the same day it was implanted, and it was determined it had dislodged. The dislodgement occurred in the late evening and a temporary pacemaker was placed until the lead revision took place the following day. The patient's underlying rhythm was complete heart block with an escape rhythm at 35 bpm. This rv lead was successfully repositioned, and remains in service. There were no additional adverse patient effects reported.